Manufacturer narrative:
H10: the actual device was not available; however, a photograph and a video of the sample was provided for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. The reported condition was verified. The cause of the condition is related to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the female connector and main body of a minicap transfer set. This was observed during patient use of the device for peritoneal dialysis (pd) therapy. As a result, the female connector could not be separated from the end of the solution. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.